Manufacturer narrative:
Block b3: the exact date of the event was not reported. The retrospective study date of september 1, 2015, is used for the estimated date of event between september 2015 and april 2024. Block d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: keisaku yamada; masahiro tajika; tsutomu tanaka; nobuhito ito; akihiro takagi; yasumasa niwa. "Efficacy of a novel traction method: outside-lesion clip-thread method for gastric endoscopic submucosal dissection of lesions of the greater curvature of the upper/middle stomach (with video)" department of endoscopy, aichi cancer center hospital, 1-1 kanokoden, chikusa-ku, nagoya, aichi 464-8681, japan surgical endoscopy (2024) 38:5464-5473, https://doi.org/10.1007/s00464-024-11165-3. Block h6: imdrf patient code e2114 captures the reportable event of a perforation.

Event description:
Boston scientific became aware of events involving orise proknife through the article "efficacy of a novel traction method: outside-lesion clip-thread method for gastric endoscopic submucosal dissection of lesions of the greater curvature of the upper/middle stomach (with video)" by yamada et al. Per the article, between september 2015 and april 2024, 66 patients with lesions located on the greater curvature of the upper and middle third of the stomach underwent gastric endoscopic submucosal dissection (esd). Two techniques were used: esd with outside-lesion clip thread method and esd without outside-lesion clip thread method. Orise proknife was used in esd-octm method. Among the procedures, 1 patient experienced post-esd bleeding and another patient had a perforation. Please see the reference article for full details.